Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in a moderately tortuous mid rca. A 2nd orsiro was introduced. After multiple attempts to cross the lesion the stent was removed and while wiping down the catheter it was noticed that the stent had slipped off the balloon. It was still on the distal portion of the catheter. A 6 f guideliner was used during procedure. The first second device is reported separately.

Manufacturer narrative:
Combination product: yes. The device lot number and size was not included on original reported. It has been added to this report. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is displaced by about 8 mm in proximal direction. The stent is deformed at its distal end, i.e. Few struts are bent outwards. Stent imprints on the exposed balloon surface indicate the stent was initially crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.